Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.0/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. On (B)(6) 2021 a shorter lens was implanted an the problem was resolved. The cause of the event is reported as unknown. Reportedly the doctor wanted to let the patient overcorrect a little bit because he is young and then exchanged it with a stronger power lens.